Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed a high, out of range shock impedance measurement that was detected via the patient's remote home monitoring system. The local field representative indicated that the patient would be seen in clinic at a future date for follow up. The representative was unaware of any additional information at the time. There were no adverse patient effects. The system remains in service.

Event description:
Subsequent information indicated that additional high, out of range shock impedance measurements were recorded. The local boston scientific field representative reported that the patient had been seen in clinic for follow up where a 1.1 and 41 joule shock were delivered to asses the integrity of the system. The system was determined to have been intact and will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no objective evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
Additional information was received indicating that high, out-of-range (oor) shocking lead impedance measurements continue to be observed. Boston scientific technical services (ts) discussed evaluating the lead with proactive maneuvers, and if any noise is produced, then consider performing commanded shock testing to assess the integrity of the system. The ICD and rv lead remain in service. No additional adverse patient effects were reported.